Event description:
A bridge assurant biliary stent system was inserted into a pt for the treatment of a renal artery lesion. The vessel morphology and the percentage of the stenosis are unk. It is unk if the lesion was pre-dilated. The dr was using a .014" wire instead of the .035" wire. It was reported that the stent would not cross "the though a very tight lesion" and when the dr pulled it back to remove it from the pt the stent came off the balloon getting mangled in the iliac artery. The dr performed a cut down and removed the stent from the pt. No additional clinical sequelae were reported and the pt is fine. The delivery system and the stent were discarded by the user facility.